Manufacturer narrative:
The reagent lot number and expiration date were not provided. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) found a loose spring holder in the rinse unit and repaired it. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 for some patient samples, performed on a cobas 8000 c702 module. One example of discrepant results for 1 patient sample was provided. The initial result was 5.6 mg/dl. The customer questioned the low result and repeated the sample. The repeat result was 10.1 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.